Event description:
During production testing of the unit, prior to release from the manufacturing facility, an improper solder was noted on the speaker wire of the shrinkage tube. Investigation/conclusion: improper solder was found to have been applied by a production employee. Production employees have subsequently been retrained on proper solder and assembly procedures.

Manufacturer narrative:
Reported complaint was noted prior to release from the manufacturing facility.